Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb and hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and put back into service.